Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be completed. A review of the service history revealed no failures or malfunctions that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced trouble breathing, described as shortness of breath, coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event and given oxygen. The patient later recovered from the event. Peritoneal dialysis is ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device history record revealed no abnormalities. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.